Event description:
Per the clinic, the patient experienced an infection at the abutment site. Subsequently, the patient was treated with IV and oral antibiotics (specific date and duration not reported). The patient was placed under general anesthesia on (B)(6) 2023 in order to undergo a skin flap revision. The abutment was removed during the same procedure.

Manufacturer narrative:
This report is submitted on june 20, 2023.